Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician assistant and concerns a patient of unknown age and gender. On (B)(6) 2019, the patient was injected with radiesse to the jawline, down to the periosteum, using a bolus technique. On (B)(6) 2019, the patient developed symptoms of a vascular occlusion, including swelling and discomfort, in the lower face and intraoral area. Follow up information was received from the reporter on 17-jul-2019: the case was upgraded to serious. The patient's gender was clarified as female. The patient was injected with one syringe of radiesse. On the day of injection, the patient developed pain and tenderness. On (B)(6) 2019, the patient developed erythema, swelling, an ecchymotic area along the gum line and in the marionette area. She also developed a reticular pattern in the oral mucosa and petechiae looking symptoms. The events occurred on the left side. The reporter is pretty sure the patient had an occlusion. Corrective treatment was initiated with oral benadryl (diphenhydramine), zantac (ranitidine), and a medrol dosepak (prednisolone). On (B)(6) 2019, the patient began hyperbaric oxygen therapy. She has had a one time injection of 0.4cc of sts. In the opinion of the reporter, corrective treatment was necessary to prevent a permanent damage and the events were related to radiesse. Outcome reported as slowly improving.